Event description:
It was reported that during a procedure to treat atrial fibrillation (af) the luer lock was broken on a intellanav mifi open-irrigated catheter. No procedure or device information was provided. Per additional information received on 16june2022 no error messages displayed. Irrigation was not interrupted during procedure. Flow was 17ml/min. The issue was solved by exchanging the catheter. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Media inspection was performed and picture attached confirmed the luer is totally detach of the tubing.

Event description:
It was reported that during a procedure to treat atrial fibrillation (af) the luer lock was broken on a intellanav mifi open-irrigated catheter. No procedure or device information was provided. Per additional information received on 16june2022 no error messages displayed. Irrigation was not interrupted during procedure. Flow was 17ml/min. The issue was solved by exchanging the catheter. No patient complications were reported.